Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced frequent low glucose events while using the ilet system, with a documented lowest glucose of 50 mg/dl; the patient does not enter meal announcements, and the ilet cgm target was set on the lower end, with a clinician previously adjusting ilet settings and a subsequent data sync performed through the mobile app. Symptoms included hypoglycemia with associated confusion or disorientation, dizziness, and nausea. Outcomes included unexpected medical intervention in the form of oral glucose administration. Investigation included communication with the user¿s representative and analysis of information provided by the user or third party. Investigation of this case revealed no findings available and insufficient information regarding a device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.